Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection was performed and no issues were observed. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. The sensor plug was removed and the plug assembly was inspected, no issues observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving low readings from the adc freestyle libre 2 sensor over the course of "a couple days". On (B)(6) 2020, the customer reported experiencing symptoms described as feeling bad, headache, shaking, tremors, sweating, and self-treated with sugar water. The customer self-presented to the hospital where she obtained an unspecified glucose reading and was administered unspecified serum intravenously for treatment. No further details were provided. There was no report of death or permanent injury associated with this event.